Event description:
On (B)(6) 2021, senseonics was made aware of an incident where patient developed infection at the insertion site twelve (12) days after sensor insertion leading to sensor removal. No additional information was received. However, user is still interested in eversense cgm and mentioned that patient would like to get re-inserted in future.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Patient visited a doctor who decided to remove the sensor to alleviate the symptoms. No additional information was provided regarding the patient condition after sensor removal.